Event description:
It was reported that the nail had broken at the level of the most proximal of the 2 distal screws due to pseudoarthrosis of the diaphyseal fracture. There was no adverse consequence for the patient or delay in surgery or anesthesia time.